Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was not duplicated. The evaluation did find that contact pins in the potted trigger assembly were burnt, there was excessive gear noise, the teeth on facegear and pinion gear were damaged and there were cracks in the motor flexstrip and mineral deposits built up on it. The device was repaired and returned to the customer.

Event description:
It was reported that the handpiece contributed to run on its own during a surgical procedure. There has been no reported patient or user injury, and the case was completed successfully.